Manufacturer narrative:
Reference medwatch 3004209178-2015-91052 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. His sensor glucose reading was 225 mg/dl but his blood glucose level was 440 mg/dl. The customer had issues with his sensor. The product was not returned. Nothing further to report.